Event description:
Hcp reported a pump reservoir volume discrepancy. The expected volume was 6.4 cc and the actual volume was less than 1cc. A follow up report will be sent when additionl information is obtained.